Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The reported event could not be confirmed. A root cause could be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was received for evaluation. The device passed external visual inspection. The receiver did not boot and charge as it would not turn on. The receiver was opened and passed internal visual inspection. The receiver download showed that the receiver shut down for low battery when the battery was fully charged. Additionally, the receiver download contained an rttloss event, indicating an issue with power circuitry. The original battery was replaced with a known, good battery for testing and the receiver would not turn on. Functional testing was unable to be performed as the receiver had been opened. It was found that the receiver ceased to function when the battery died and did not recover. The reported issue was confirmed. The root cause was determined to be a defective receiver battery.